Event description:
It was reported that (3) devices were used during a lobectomy. It was reported by the affiliate that the xr30v staples malformed (the tx30v is not being returned). Another device was used to complete the case. There was no consequence to the pt.